Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that during the day the insulin pump is not giving the customer enough insulin and it is making her blood glucose high. Caller stated that the customer is getting a lot of insulin at night, which is making her go low. Customer's blood glucose was 400-500 mg/dl at the time of the incident. Customer's current blood glucose is 106 mg/dl. Customer had symptoms of high blood glucose such as sometimes having an upset stomach and being very thirsty. Customer's blood glucose was 444 mg/dl at 5:30. Customer tried to correct with bolusing on the pump but when that does not work, she tries giving herself a manual injection. Customer reported that she has contacted her health care professional regarding the high blood glucose readings. Customer's recent high blood glucose event began 3 weeks ago. Customer's last infusion set change was 2 days ago. Troubleshooting was performed and customer will be sent a tubing clamp.